Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: based on the investigation provided it is considered most likely that the step of between the dissection stent graft and the false lumen increased the risk of inducing new intimal entry tears. No evidence to suggest that the device was not manufactured according to specifications or was defective. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2015: a (B)(6) male patient underwent tevar with zteg-2pt-32-22-162-pf ((B)(4)). On (B)(6) 2015: a 1-month follow-up contrast enhanced CT confirmed enlargement of the false lumen (14 ¿23.5 mm) compared to follow up CT at after the procedure. Patient outcome: unknown as information was not provided.